Event description:
Pump programmed at 1446 to run dilaudid 10mg in 100ml. Dose ordered was 0.1mg q15min for 4 doses per hour. At 1900, rn noticed the entire 100mls were infused. Patient was unresponsive in chair and a rapid response was called. Patient was transferred to ICU and required additional treatment to ensure no long term adverse effects.

Event description:
Pump programmed at 1446 to run dilaudid 10mg in 100ml. Dose ordered was 0.1mg q15min for 4 doses per hour. At 1900, rn noticed the entire 100mls were infused. Patient was unresponsive in chair and a rapid response was called. Patient was transferred to ICU and required additional treatment to ensure no long term adverse effects.